Event description:
It was reported that the zimmer air dermatome was losing powering. Additional clinical follow up with the customer indicated that the issue was noted prior to the start of the procedure and it sounded like the device was leaking at the connector. An alternate device was used to start and complete the procedure. There was no report of patient injury, increased surgical time, or medical intervention.

Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/16/1993 and was last repaired on (B)(4) 2005. Evaluation of the device determined that the motor ran within specifications. However, it was determined that there was a leak at the swivel and the master blade was not flush. It was also observed that the head, control bar and width plates were all damaged. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the right side and side to side calibration at the zero thickness. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. According to the instructions for use, the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.